Event description:
Crews responded to a cardiac arrest call, witnessed arrest, pt had been down 15 minutes when crew arrived. ECG electrodes and defibrillation electrodes were attached to the pt, the pt was determined to have a v-tach pea rhythm. Reportedly, when an attempt was made to deliver a shock the device indicated connect cable and use of the device was inhibited. The defibrillator from the second out crew was obtained, the device operator attempted to attach that cable to the device. The reporter stated the cable was difficult to attach and when an attempt was made to deliver a shock the device indicated connect cable and use of the device was inhibited. Four minutes later a back up device arrived on scene and was used to deliver a shock to the pt. The pt was not resuscitated. The reporter stated the pt's outcome was not affected by device operation. The reporter's opinion was based on an evaluation of the pt's viability.

Manufacturer narrative:
Medtronic ers evaluated the device and found therapy cable pin 1 (+5 volts) broken and stuck in the therapy connector. The therapy connector and therapy cable were replaced, a full functional and operational inspection was completed and the device was returned to service. The broken pin would cause the device to indicate connect cable and use of the device would be inhibited.